Event description:
Multiple endoscopic instruments passed through the trocar sleeve. It was discovered that the tip of the sleeve was broken. The surgeon made several attempts retrieving foreign objects from the cavity. After further exploration and irrigation, the surgeon felt all pieces were retrieved successfully without complication.